Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented at follow up with the implantable cardiac monitor transmitting false pause episodes due to undersensing even after software upgrade. Programming interventions were discussed. The patient¿s condition was stable.